Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 10mm distal of the proximal markerband. An examination of the markerbands identified no issues. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found the shaft of the device to be kinked at approximately 5mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system.

Event description:
It was reported that a balloon rupture occurred. The 60% stenosed target lesion was located in the mildly tortuous and calcified fistula. A 7.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, upon second inflation, the balloon burst before reaching nominal pressure. The device was removed successfully. The procedure was completed with an alternative method. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The 60% stenosed target lesion was located in the mildly tortuous and calcified fistula. A 7.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, upon second inflation, the balloon burst before reaching nominal pressure. The device was removed successfully. The procedure was completed with an alternative method. No patient complications were reported.